Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two mitraclips were implanted. It was determined that a single leaflet device attachment (slda) has occurred with second clip and the clip was no longer attached to the anterior leaflet. Additional triclip was implanted to stabilize the slda. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was identified that slda clip embolized to the hepatic vein.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and complete clip detachment were unable to be determined. The reported embolism and foreign body in patient were cascading events of the reported complete clip detachment. The reported patient effects of embolism and foreign body in patient as listed in the triclip g5 system instructions for use, are known possible complications associated with triclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.